Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by corrective action. Heartmate ii lvas IFU is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Patient handbook is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient identifier: no patient information was provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had separation of the distal bend relied. A clamshell repair was performed on (B)(6) 2019. No additional information was reported.